Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that they have an open circuit. The patient stated they did not know about the open circuit until 6 months prior. They stated that their healthcare provider (hcp) does not know the cause of the open circuit, and that they don¿t think they have had any problems because of it. The only thing that came to mind for the patient was that one time they felt like it was sending signals in their neck, which they clarified signals to be the feeling of stimulation, which they don¿t normally feel in their neck. The patient is seeing their hcp again (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) later reported that there was a high impedance of 2339 ohms on c-0, but that it had been like that for years and the patient was getting great therapy. The patient, physician, and rep agreed there was no need for intervention to address the high impedance.